Event description:
Ligasure broke twice at connection site between handle and shaft while being used during laparoscopic procedure. Broken equipment removed. No harm noted to patient. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pick-up by sending an e-mail to the address below.